Event description:
Per the surgeon's report, the patient was implanted about four years ago. Recently, the patient was playing rugby with the sound processor on and took a hit to the head. The fixture reportedly was loose after this event. When the patient was seen by the surgeon a few days later, the fixture was out. The patient is considering reimplantation. Further details have been requested from the surgeon.

Manufacturer narrative:
This type of event is addressed in the device labeling.